Event description:
Information was received in 2005 from a physician via a sales representative regarding a pt (age and sex unknown), with a medical history of osteoarthritis of the knee and three previous synvisc treatments, who experienced a pseudoseptic reaction. The pt began treatment with synvisc on an unknown date in 2005. The pt received one synvisc injection into an unknown knee in 2005. The reporter was not sure which injection in the three injection series this was. The pt developed what the treating physician described as a "pseudoseptic reaction" to synvisc in the knee. At the time of this report, the pt had not recovered. Additional information was received in 2005 from the physician. The pt, experienced a hot, swollen knee within 24 hours of synvisc injection. Effusion was aspirated and showed white blood cell count of 50,000 to 60,000, negative for crystals, culture and gram stain. The pt was injected with corticosteroids and did "somewhat" better, but the knee effusion and knee pain continued. On an unknown date, the pt returned to the office with an entirely swollen leg. Dvt and popliteal cyst were ruled out by ultrasound. The knee was not as swollen as the original 24-hour reaction; however, fluid was re-aspirated (culture resutls unknown). The white blood cell count was 80,000. The knee was re-injected with corticosteroids. The pt was to undergo arthroscopy and lavage if not improved within 48 hours. At the time of this report, in 2005, the pt was "fully improved," not requiring surgical exploration. Follow-up information was received in 2005 from the physician. The pt had a medical history of severe osteoarthritis in the left knee with joint narrowing and osteophytes, and prior effusion history. Previous treatment included nsaids, steroids and viscosupplementation (synvisc). The pt received two injections of synvisc into the left knee in 2005. 15ml and 10ml of effusion was collected prior to each injection, respectively. In 2005, the pt experienced left knee pain and swelling. The left knee was aspirated twice (fluid cloudy; 60,000 wbc; no crystals; culture negative) and the pt received a steroid injection. The physician commented that this was a "definite pseudoseptic reaction which lasted from sep-2005 to oct-2005."